Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint that during an infusion vidaza stopped dripping around 10 minutes before infusion was to be completed could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the unspecified bd primary tubing set experienced flow issues. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. It was reported that patient pressed call light to ask if he was done because vidaza had stopped dripping about five minutes previously (10 minutes before infusion was to be completed). Vidaza bag empty, but chamber for the saline bag completely full. Pharmacy notified and it was determined vidaza back filled into saline and entire saline bag should now be administered. It was noted on the intake form that the customer put "occurrences or unanticipated adverse outcomes involving diagnostic intervention greater than observation or monitoring to rule out injury" in consequences resulting from this event.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in and (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd primary tubing set experienced flow issues. The following information was provided by the initial reporter: material no: unknown, batch no: unknown . It was reported that patient pressed call light to ask if he was done because vidaza had stopped dripping about five minutes previously (10 minutes before infusion was to be completed). Vidaza bag empty, but chamber for the saline bag completely full. Pharmacy notified and it was determined vidaza back filled into saline and entire saline bag should now be administered. It was noted on the intake form that the customer put "occurrences or unanticipated adverse outcomes involving diagnostic intervention greater than observation or monitoring to rule out injury" in consequences resulting from this event.